Event description:
During ascending aorta repair, blood leaking was evidenced at the sewn seams between the main tube and the perfusion branch of the graft. Bleeding was stopped by suturing this graft section. The graft remained implanted and there was no reported pt injury.

Manufacturer narrative:
No product evaluation was performed since the graft remained implanted in the pt. A review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, no anomaly was found in the collagen coating records. The review of the water permeability testing of a product coated on the same day than the complaint device indicated a value well within product specifications. (12/31) one product coated the same day, under the same conditions than the complaint device underwent water permeability testing. Test result indicated value well within product specifications. No conclusion can be drawn. However, product testing performed on similar products would tend to indicate that the device was not defective.